Event description:
Caller reported that pump quick bolus/wake button was difficult to press and required multiple presses to turn on the pump screen. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.